Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) due to fusion were observed. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the post-paced t-wave oversensing continued. Further reprogramming recommendations have been provided. No further intervention has been performed and the patient was stable and will continue to be monitored.